Event description:
It was reported that three hours after the implant procedure, the right ventricular lead exhibited a loss of capture. The loss of capture was noted when the patient would sit up. An x-ray was performed but revealed no anomalies. The physician elected to explant and replace the lead. The patient was in stable condition before and post surgery.